Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had an appointment with his doctor on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was no device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine at an unknown concentration at 8 mg/day via an implanted pump for non-malignant pain. The patient experienced withdrawals and ¿felt weird¿ following a refill. The event date was (B)(6) 2017. It was reported the healthcare provider¿s (hcp) office accidentally put morphine in the pump instead of dilaudid. The patient noted going through what he thought was withdrawals for three weeks until the drug was changed back to morphine (the drug change did not stop the withdrawals). It was noted the reporter was very confusing with the withdrawals saying withdrawals lasted 40 days each time. It was confirmed dilaudid was placed in the pump on (B)(6) 2017 when the drug was changed from morphine to dilaudid. The issue did not appear to be resolved. No further complications were reported/anticipated or expected.